Event description:
It was reported that there was discrepancy in sensing values measured between the analyzer and the device measurements. It was also reported the lead had low r-wave. The pocket was opened back up due to low r-wave and everything appears to be normal. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.